Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed critical pump error. Customer indicated also that the pump fell into the water. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and power error 35 was noted in the history download due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. The insulin pump failed leak check at the cracked case battery tube side. The insulin pump had a scratched case and serial number label fading.